Event description:
It was reported that the user experienced sustained hyperglycemia on the ilet after running out of insulin, replacing supplies, and observing insulin leakage from the cartridge area; the incident involved a suspected leaking cartridge with connector and cartridge lots referenced and triggered high, low, and urgent low alerts. Symptoms included polyuria. Outcomes included glucose excursions with reported highest 443 mg/dl and lowest 41 mg/dl, followed by stabilization after the user replaced supplies and treated a low with an oral carbohydrate drink. Investigation included guided troubleshooting and user education regarding supply replacement and leak resolution. Investigation of this case revealed a cartridge leak consistent with a device component issue involving the cartridge assembly and connector, which led to underdelivery of insulin and subsequent hyperglycemia, followed by hypoglycemia after correction. It was concluded, based on previously established findings for similar reports, that the cause was a leakage-related supply issue attributable to the cartridge system.